Manufacturer narrative:
On june 11, 2020, mentor became aware that the following replacement devices were placed as it follows: (right) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9424213 sn: (B)(6) and (left) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9424213 sn: (B)(6). Mentor became aware that the suspect medical device has been discarded. As a result, no product failure analysis can be conducted, and device malfunction cannot be confirmed. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
A manufacturing record evaluation (mre) was performed for the complaint device. The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: material rupture. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient who underwent primary breast augmentation with two 425cc mentor smooth round spectrum saline breast prostheses, suffered right breast implant deflation, post-operatively. Deflation was diagnosed via mammography. As a result, the patient underwent bilateral removal and replacement on (B)(6) 2020 with the following devices: (right) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9424213 sn: (B)(4) and (left) 590cc mentor memorygel breast implant catalog: 3505590bc lot: 9424213 sn: (B)(4).